Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that an aquabplus reverse osmosis (ro) system had a burned motor protection switch (mps). The mps was located in stage 1. Discoloration was present on the stickers and connections of the black connecting wires. There was no observed smoke, spark, flame, or arcing however a burning smell was present. The reported issue was discovered during machine evaluation. The biomed initially contacted technical services after encountering a pump p1s failure during the t1 test in supply mode. Error code f-04-51-04 was received. It was confirmed that the thermal overload relay did not trip. There were no blown fuses identified in the local power supply. It was confirmed the ro system is plugged into its own breaker. The biomed confirmed that the facility did experience a power outage and there was a momentary loss power before the onsite generator was used to provide power. The mps was replaced to resolve the reported issue. The sample is available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the manufacturer determined the thermal damage of the wiring of the motor protection switch was most likely caused by poor electrical contact. The transition resistance at the pins of the motor protection caused increased thermal energy at the blade receptacle, therefore the housing of the blade receptacle get overheated and deformed. The motor protection switch could also be predamaged due to thermal load by frequent start-stop operation (run dry protection alarm) but without machine files this scenario cannot be determined. A manufacturing defect cannot be excluded. The affected connection wires are a supplier part. A supplier investigation cannot be opened with availability of the sample. The manufacturer recommends ensuring that the power supply is operating according the specified nominal voltage of 208v between the line conductors, with a tolerance of +/-10%. Also power surges (e.g. By a generator start) should avoided. The water supply should also be operated to specifications listed within the service manual to avoid frequent run dry alarms. Finally, as no electrical contact problem at the motor protection switch could be excluded, a replacement of the cable lug connections in both stages is recommended.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that an aquabplus reverse osmosis (ro) system had a burned motor protection switch (mps). The mps was located in stage 1. Discoloration was present on the stickers and connections of the black connecting wires. There was no observed smoke, spark, flame, or arcing however a burning smell was present. The reported issue was discovered during machine evaluation. The biomed initially contacted technical services after encountering a pump p1s failure during the t1 test in supply mode. Error code f-04-51-04 was received. It was confirmed that the thermal overload relay did not trip. There were no blown fuses identified in the local power supply. It was confirmed the ro system is plugged into its own breaker. The biomed confirmed that the facility did experience a power outage and there was a momentary loss power before the onsite generator was used to provide power. The mps was replaced to resolve the reported issue. The sample is available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of the reported issue.